Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The clinic reported that the patient was scheduled for device replacement on (B)(6) 2016, but the patient could not show up as there was a hurricane warning in the area. The clinic then rescheduled the patient for (B)(6) 2016 and called the patient to inform them of the pending change. The patient's wife informed the office the patient had died. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.